Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "leaky cassette" (fluid leak). Customer reported that during a procedure, the cassette was leaky. No system message was displayed. The surgery was completed without delay and there was no pt harm was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).